Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to no usb connection.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly multiple times. Customer reported blood glucose level was 137 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.